Event description:
The customer indicated that erroneous patient results were obtained for human chorionic gonadotropin (hcg) on their immulite 2000 xpi system. The erroneous patient results were not reported to the physician(s). The samples were repeated on the same system and recovered correctly. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered intermittently out of range for human chorionic gonadotropin (hcg), causing the customer to repeat samples when they questioned any patient results. The customer did not process samples while qc was out of range. The customer indicated that sometimes the instrument is not aspirating enough serum to give correct results. A siemens customer service engineer (cse) was dispatched to the customer's site and checked the system. The cse changed distilled water and probe wash and a full maintenance kit, tested the water, and did not find any air bubbles in the system. The system was decontaminated with naoh and the cse cleaned the wash station. The substrate and water pumps were checked and the dispense volumes were ok. The resistivity was tested between the sample carousel and the ground cable and was determined to be acceptable. The cse changed the filters, upper and lower seals of the dual resolution diluter (drd), reagent and sample probes, detent gasket, substrate co2 scrubber, and grounding brush. Five replicates of hcg were run for precision and recovered acceptably. The cse identified that the springs fingers of the sample rack malfunction causing the rack to move away from the sample carousel. This caused the sample probe to touch the wall of the sample rack and insufficiently aspirate specimen while processing. The cse changed the sample racks with new ones and the system is now operational. The system is performing according to specifications. No further evaluation of this device is required.